Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 french destination sheath with its dilator fully inserted was returned for evaluation. The tip of the sheath was visually assessed. It was deformed with the tip crinkled inwards and fraying at the tip edge. The complaint can be confirmed for deformation of the sheath tip based on the condition of returned device. The exact root cause could not be determined. Historically, deformations of the sheath tip occur during insertion, as the destination sheath tip is atraumatic and designed to prevent damage to the artery if faced with resistance. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the procedure performed was a percutaneous transluminal angioplasty (pta) via femoral access. Punction was performed by seldinger technique and insertion of a lunderquist guide wire was done. When advancing the rsr01 the dilator entered the vessel without resistance, when advancing the sheath into the vessel resistance was felt. The tip of the sheath seemed to roll up due to the resistance. The patient condition was stable and there was no harm to the patient. Additional information was received on 01oct2024: a 6 french procedure sheath was used. There were no issues with arterial access, sheath, guidewire, or catheter insertion. It was unknown if a pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to privacy rules. A2: age & date of birth: requested, not provided due to privacy rules. A3a: sex: requested, not provided due to privacy rules. A3b: gender: requested, not provided due to privacy rules. A4: weight: requested, not provided due to privacy rules. A5: ethnicity: requested, not provided due to privacy rules. A6: race: requested, not provided due to privacy rules. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.